Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were leaking. Additional malfunctions include the tie wraps were leaking, the valve manifold was sticking, the gear clamp was leaking, and the heat exchanger was leaking.